Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that heparin 500ml (50units/ml) was intended to infuse at 18 units/kg/hr. However, 500ml was infused in 65 minutes. The infusion was reportedly programmed using guardrails. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported while infusing heparin (50u/ml in 500 cc) at a rate of 18u/kg/hr the infusion infused in 65 minutes. The pump module was programmed manually using guardrails. There was patient involvement but no harm.